Event description:
It was reported that the patient faced an event on (b)(6) 2026 where the infusion set patch did not stick to skin upon insertion which led to high blood glucose levels. The patient managed it with correction injection via MDI (multiple daily injections).

Manufacturer narrative:
Initial 2 of 7.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.